Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected bad battery, low battery, weak battery, battery out limit, failed battery test and unexpected restart alarms or reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer¿s blood glucose level was unknown. Customer has experienced multiple unexpected restart alarms after battery change. Customer stated that low battery is that he didn't pay attention and needed to change battery. The insulin pump will not be returned for analysis.